Manufacturer narrative:
Tech found the bed in maintenance area. Problem: head of bed would not go up. Cause: head up valve in the hydraulic block was not working. Replaced the valve to resolve the issue.

Event description:
Facility had the bed in maintenance area with tag stating that the head of the bed would not go up. No pt or staff impact.